Manufacturer narrative:
The target lesion was the mid left anterior descending artery (lad). The previously deployed stent in the ostial diagonal was of unknown brand. The previously deployed stent in the ostial diagonal was not damaged. The case was stopped and the patient will be evaluated for a possible bypass. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non calcified, moderately to rtuous lesion exhibiting 80% stenosis in the proximal left anterior descending artery (lad). The device was not inspected. Negative prep was performed with no issues. The lesion was not pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that a previously deployed stent from the ostial diagonal was hanging out into the proximal lad. The resolute onyx caught on the previously deployed diagonal branch stent and became deformed. During removal following failed delivery, the resolute onyx dislodged off the stent balloon but remained on the interventional wire and was removed from the patient with the interventional wire. The patient is alive with no injury.